Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID w1dr01, serial #: (B)(6), implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively the mobile programmer application was displaying a diagnostic message indicating that there was a loss of telemetry when attempting to perform any sensing, impedance or threshold tests on the implantable pulse generator (ipg). The electrograms (egm) were observed not to display a dashed or dotted line. It was noted that parameters were able to be programmed. The session had to be ended and re-interrogation performed. Dissatisfaction was expressed by the user. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.